Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing transient power elevations and reductions in pump speed. The pt complained of leg pain and cramping, then progressed to numbness and inability to move legs. A doppler ultrasound assessment revealed no pedal pulses. A computed tomographic angiography (cta) revealed a clot in the l1-l2 area and the pt was taken to the operating room (or) for a thrombectomy.